Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, lead noise was noted on the rv lead. Noise was not reproducible with isometric test. The physician reviewed the strips and correlated the noise to the patient's activity at the time. No intervention has been done as the lead remains implanted. The patient was stable and is being closely monitored at this time, as the device is approaching eri.